Event description:
Report received of an overdelivery. The pump was programmed to deliver in the tpn mode a vtbi (volume to be infused) of 200ml, with a 2 hour taper up, a 2 hour taper down, for a duration of 12 hours. The container size was not specified. Reportedly, at the completion of the tpn, the home care patient removed the tubing from the pump and the pump alarmed. The patient removed the batteries from the pump to silence the alarm. The ptient then contacted the pharmacist who reviewed the pump programming parameters with the patient via phone. Later that day, in the evening, the patient initiated the tpn delivery at 9:00pm. Two hours into the delivery, thepatient noted that the pump indicated that two hours of delivery time remained; however, the container was reported to be "full". The patient notified the pharmacist and reportedly the pharmacist assisted the patient with the reprogramming of the pump, using the same parameters. The tpn was reported to be completed sooner than expected. There were no reported adverse patient effects.